Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that hey got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The caller stated that pump analysis is needed. The customer was admitted but their blood glucose levels remained high, and they feel something is wrong with the pump. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.